Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the c arm movements were inverted. The rse instructed the customer to change the position of the geometry module key. The customer followed the rse's instructions and was able to correct the inverted arc movement. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm movements were inverted. The device was in clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.